Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found no anomalies. Analysis of the implantable intrathecal catheter (s/n (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# h903049807, explanted: (B)(6) 2019, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 03-oct-2015, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 12-aug-2011, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 18-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (9 mg/ml at 2.4 mg/day) via an implantable infusion pump. It was reported that the doctor was unable to aspirate the catheter during a clinic visit. The patient had experienced unusual lethargy after refills and the side port aspiration was attempted to rule out a catheter issue, but the catheter could not be aspirated. The patient had no other symptoms. Exploratory surgery was performed on (B)(6) 2019. The surgeon could not place a new catheter due to patient anatomy difficulties, so the whole catheter and the pump were removed. They were not replaced. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status was alive - with injury, with the injuries noted to be the midline back incision from the attempt to implant the new catheter and the pocket incision to remove the pump. The patient's weight was unknown. No further complications were reported.